Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection performed as part of the manufacturing evaluation revealed the bearings and collet chuck were worn out. All parts were replaced. The complaint has been determined to be invalid from a design perspective. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Event description:
Surgeon reported that the drill/burr attachment is not gripping properly and begins to slip. Attachment is binding during use. This is 1 of 2 reports for this event, (B)(4).